Event description:
It was reported to medtronic minimed that the customer received an email about field corrective action pump delivery volume accuracy during changes in air pressure. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the battery cap damaged, and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 was available. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. Troubleshooting was performed for the blank display and a new battery cap will be sent to the customer. The customer reported battery cap damage. The customer stated that the damage was on metal contacts. The customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The pump is damaged found a crack at the back of the pump, along the clip rail, all the way to the battery side. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 02/14/2025 04:49:00, 01/28/2025 08:13:00, and on 01/12/2025 22:52:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. ¿pump was cut open to perform visual inspection and found evidence of moisture damage¿on the [pcba 1 board]. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery cap damaged contacts, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Cosmetic damage was confirmed on the battery cap (damaged contact) and on the back of the pump near belt clip rails (cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.